Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had varying impedances on the rv and superior vena cava (svc) coils. Multiple lead measurements taken at follow-up were consistently inconsistent, ranging from low to high which triggered a patient alert. Lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284trk, implantable cardioverter defibrillator, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.